Manufacturer narrative:
Exemption number e2015058. The device records 31 log entries between june 2006 and april 2011, 3 manual power ups are recorded during this time, the longest of which lasts 7 seconds duration. The device records multiple self-test fails due to a low battery between september 2010 and april 2011. The device then passed a self-test and an additional manual power up was recorded. Investigation was unable to replicate or find any conclusive evidence of the reported fault. There were no ten minute time outs recorded, faults of the reported nature can be characterised by multiple manual power ups of ten minutes duration, it is therefore assumed the customer returned the device in response to field safety corrective action. The self-test fails due to a low battery would indicate a genuinely depleted pad-pak. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.